Manufacturer narrative:
(B)(4). Date sent: 03/22/2021. Additional information received: surgeons fired cdh29a & cdh33a in a low anterior colon resection & did not obtain an audible or tactile feedback of the washer breaking. Surgeon¿s: dr. (B)(6). & dr. (B)(6). Surgeon experience with the device? Dr. (B)(6). Fired. 5 plus years¿ experience of the surgeons. The given lot numbers provided; these devices were not from the recall impacted lots. Based on the lot/serial numbers, all devices met the release criteria.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2023 medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Batch # :unk. Health effect ¿ clinical code = gastrointestinal system (e10) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information: cdh29a & cdh33a low anterior resection surgeons fired cdh29a & cdh33a in a low anterior colon resection & did not obtain an audible or tactile feedback of the washer breaking. Surgeon experience: 5 + years. Colorectal surgeons who have been using the device for approximately 20 years. The procedure was a low anterior colon resection on a female patient that had cancer. These procedures are performed lap/hand assisted. Dr. Goldstein fired the cdh29a device and it misfired. There was no audible noise or tactile feedback. They did not want to use another cdh29a from the same lot so a cdh33a was used and fired by dr. Goldstein and this device misfired and once again, no audible noise or feedback. It is unknown at this time what is meant by ¿misfired¿ and they are usually in the middle of the gap setting scale. At one facility they had used powered and the other they used manual, however they have not used powered in over a year. What were the indications for surgery? Rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? Dr goldstein. Believes that the patient had undone both chemotherapy & radiation prior to the surgery. The patient is that of his partner¿s, dr anne marie marcoux.. Please answer for the cdh33a what healthcare professional fired the device and what is his/her experience with the device? - dr richard goldstein. Has been using the stapler since the late 1970¿s when it was reusable. Please explain what is meant by the device ¿misfired¿? Did not have audible to tactile feedback. The device was difficult to remove. Met lots of resistance upon removal. The staples were dangling after the device was pulled out. Had the feel of firing a competitive stapler. Was the firing of the device plastic to plastic in which the firing trigger met the handle of the device? Yes was there a crossing of staple lines during the firing? The firing did cross the hand sown anastomosis not staples for the cdh33a. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes, middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No but did not obtain audible or tactile feedback were the donuts inspected? Yes - proximal donut was in tact, distal donut was fragmented. Was a complete transection of the white breakaway washer visually confirmed? Did not see washer were there any issues noted with staple formation at any point throughout the care of the patient? No staples, therefore no anastomosis. Had to hand sew the anastomosis from the bottom. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior colon resection for a rectal cancer patient. The circular stapler (cdh29 & cdh33) both misfired. No audible noise or tactile feedback that the anastomosis was complete. No real estate left in patient to complete the anastomosis therefore patient will have a permanent colostomy. Case was six hours in length.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. D4: batch # n55d3g. The manufacturing batch number for cdh33a device is n55d3g. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Per photographic evaluation: pictures provided show the anvil and washer of two devices, there is tissue present on both pictures and the washer appears to be indented, however confirmation of full-cut could not be determined. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The fourth photo shows the handle area with batch # u5e78v and s/n: (B)(6) . The sixth photo shows the handle area with batch # u55d3g and s/n: (B)(6). Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date, no device has been returned for evaluation.